Manufacturer narrative:
Investigation description: the housing had visible wear. The complaint was unable to be confirmed. No cracks or scratches were visible on the display screen. Touchscreen was responsive with no issues. No faults were found with display screen.

Event description:
It was reported that the patient¿s infusion tubing became caught and was pulled, which ripped out the tubing and caused the ilet pump to fall and the screen to crack; a photo of the cracked screen was provided. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included review of user report and photo documentation. Investigation of this case revealed physical damage to the pump display consistent with accidental drop impact following line pull, with damage localized to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage due to external mechanical stress.